Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer fell off of their scooter and the pump hit the ground causing the screen to damage. The touch screen became hard to see due to the shattered screen. Customer's blood glucose was approximately 100 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy and well as manual injections.